Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours the pods needle had not retracted.

Manufacturer narrative:
The returned device was evaluated and device received with the hard cannula exposed and bent. The exposed portion of the soft cannula was also found to be torn toward the distal tip. The device was opened, it was noted that the formed needle is not seated within the slide retract. Data downloaded from the device indicates an 0x6a occlusion alarm occurred during operation. Data displays a brief run of high pulse widths, a period of recovery, and then an additional increase in pulse widths until the device alarmed. The formed needle was heated with a soldering iron in order to free crystalized insulin and allow fluid to pass.otherwise, no damages or defects were found that would contribute to an occlusion alarm.